Manufacturer narrative:
Additional information: the customer reported that the system had low aspiration during a procedure. There was no reported harm to the patient. The customer called the company representative and was able to resolve the reported event remotely. The company representative instructed the customer in the proper use of the equipment. The system was manufactured on january 11, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to user error. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that a system had low aspiration. The timing of the event and patient impact is unknown. Additional information has been requested but none was received.